Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. Upon investigation the monitor was not producing a driven ground signal. The cause for the failure was isolated to an open driven ground resistor r781 on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was causing check therapy pad messages.